Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer presented with an error. It was found, however, that the overlay had an unresponsive line, and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer, originally returned due to presenting with a serious programmer error, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.